Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted left ventricular (lv) lead exhibited loss of capture (loc) with high capture thresholds. In addition, low within range pacing impedances of 698 ohms were observed. Technical services (ts) was consulted and recommended a chest x-ray for further evaluation. Furthermore, it was reported that after switching to different vectors lv capture was able to be confirmed for which an x-ray was not performed. This lv lead remains in service. No adverse patient effects were reported.